Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 for a high blood glucose and diabetic ketoacidosis. The customer was having issues connecting to the insulin pump. However, symptoms or treatments of the high blood glucose were not mentioned. Troubleshooting did not occur for the hyperglycemia. The insulin pump was not returned for analysis.